Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned actuator board. A chip on the board appeared to be black. The burned board was noticed during machine repair after the 2008t machine was initially pulled from service for receiving an "acid pump no end of stroke (eos)" error that occurred during rinse mode and due to grinding noises coming from the bicarbonate pump. The bicarbonate pump was replaced but the problem persisted. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 8,065 hours and the actuator board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator board. The biomed replaced the actuator board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The actuator board is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was identified during the complaint investigation to indicate a product problem, thus the complaint is confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned actuator board. A chip on the board appeared to be black. The burned board was noticed during machine repair after the 2008t machine was initially pulled from service for receiving an "acid pump no end of stroke (eos)" error that occurred during rinse mode and due to grinding noises coming from the bicarbonate pump. The bicarbonate pump was replaced but the problem persisted. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 8,065 hours and the actuator board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator board. The biomed replaced the actuator board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The actuator board is available to be returned to the manufacturer for physical evaluation.